Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿extreme swelling, hardness and what looks like a delayed allergic sensitivity reaction¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling addresses the reported events as follows: warnings ¿ "injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details." Precautions ¿ "juvéderm volbella® xc injectable gel is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product. ¿ patients may experience late onset adverse events with use of dermal fillers, including juvéderm volbella® xc. Refer to adverse events section for details." Adverse events per table 1: injection site responses by severity after initial treatment occurring in > 5% of treated subjects possible injection site responses include: swelling, tenderness, firmness, bruising, lumps/bumps, redness, pain, discoloration, itching, and dryness. "Treatment-related aes after initial treatment (or touch-up treatment) occurring in = 5% of subjects included chapped lips, dizziness, dry lips, general physical condition abnormal, headache, lip disorder (lumps), lip injury, oral herpes, presyncope, wound, and injection site discoloration, discomfort, edema, erythema, exfoliation, hyperaesthesia, hypoaesthesia, laceration, nodule, papule, paraesthesia, pruritus, and reaction. In the clinical study, 7 subjects had lumps/bumps or swelling that occurred weeks to months after treatment. All of these aes were mild or moderate. Swelling was treated with acetaminophen or doxycycline, and no treatment was given for the lumps/bumps. All of these events resolved without sequelae." Postmarket surveillance ¿ "the following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis."

Event description:
Healthcare professional reported that approximately four months after injection in the lips with 2 syringes of juvéderm volbella® xc the patient experienced ¿extreme swelling, hardness and what looks like a delayed allergic sensitivity reaction.¿ symptoms were noted at the area of injection. The patient was injected with hylenex, prescribed a medrol dosepak, and prescribed a z-pak approximately four months after injection. Approximately one month after treatment the patient was seen by the injector and appeared to be "extremely anxious but everything looked good." The patient was also injected with a "small amount" of hylenex as treatment. Approximately 6 months after injection the symptoms had "all resolved." The patient is going through "menopause, is currently on antidepressants, experiencing nervousness and anxiety." The injector reported the patient's emotional state is "concerning but has nothing to do with the filler."